Event description:
A female pt had ventral hernia done in 2006 using motifmesh. Later that year, the patient was having on & off drainage in the abdominal wall; in the beginning, close to the incision and in it. Last time there was "unstaple" opening, and one of them was about 5cm away from the incision. Patient was treated on and off with antibiotics by mouth, and she was taken back to surgery in 2007. Mesh was removed, and there was some sticking of the mesh to the intestine. The mesh was removed at this time & foreign body granulomas.

Manufacturer narrative:
Motifmesh macroporus nw implant instructions for use also states that possible adverse reactions with the use of any tissue deficiently prosthesis may include, but are not limited to adhesions and mechanical disruptions of the tissue and/or implant material.